Manufacturer narrative:
E1: phone number provided "(B)(6)." H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed "no disposable pump won't run." Per reporter, the alarm was silenced, the pump settings were reviewed (res vol 64.5 ml, cont rate 2.2 ml/hr, vol given 35.55 ml), and the pump was powered off. Troubleshooting was performed, and the patient gently tapped the bottom of the cassette on a hard surface and massage the tubing to release small air bubbles that were observed in the tubing. The cassette was reattached, the pump was powered on, and the alarm persisted. Troubleshooting was repeated but unsuccessful. The patient was redirected to the clinic. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
H3: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.